Manufacturer narrative:
H10: per information obtained from the customer, reprocessing was conducted in accordance with instructions for use. This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been 10 years since the subject device was manufactured. Based on the results of the legal manufacturer's investigation, a definitive root cause of foreign material coming out of the nozzle could not be identified. The suggested event is detectable and preventable by handling the device in accordance with the following sections of the instructions for use: - IFU states that detection method in gif/cf/pcf-290 series operation manual chapter 3 preparation and inspection. - IFU states that preventive measure in gif/cf/pcf-290 series reprocessing manual chapter 5 reprocessing the endoscope (and related reprocessing accessories). Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for evaluation. In addition to the reportable malfunction documented in b5, the evaluation findings are as follows: the universal cord, the protector of the universal cord on the suction connector side, the image guide protector, the objective lens, the connecting tube and the bending section cover were scratched. The paint on the suction cylinder, the adhesive around objective lens, the adhesive around the light guide lens were peeling. The connecting tube and the universal cord had coating peeling. The adhesive on the bending section cover, the adhesives around the objective lens and the adhesives around the light guide lens had white-clouded area. The adhesive on the bending section cover and the objective lens had a chip. The adhesive on the bending section cover and the light guide lens had a crack. The air/water cylinder and the upward/downward angulation control knob had corrosion. The suction cylinder and the forceps channel port were shaved. The universal cord and the probe cover had a dent. The suction connector had discoloration and universal cord had a wrinkle. Due to wear of angle wire, bending angle in the down direction and due to clogging of nozzle, water removal ability did not meet the standard value. Due to damage, switch 4 did not work and due to adhesive peeling around the objective lens, streak of flare appeared in the image. Further information was provided by the customer. The device was cleaned, disinfected, and sterilized before it was sent in for repair. According to the customer, there was no delay in the start of the pre-cleaning, the air/water nozzle was flushed with air and water, the nozzle is cleaned with lint-free cloths/brushes/sponges and the air/water nozzle was flushed with detergent solution. There were no abnormalities in the accessories used for reprocessing. The investigation is ongoing and follow up with the user facility is currently being performed. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus, the evis lucera elite colonovideoscope had an angle wire cut. There were no reports of patient harm or impact associated with this event. The device was returned for evaluation. During the device evaluation, the following reportable malfunction was found: the nozzle had foreign objects. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.